Event description:
The patient reported that their meter was giving them inaccurate high results. A family member took them to the hospital since their meter results were 467mg/dl and 455 mg/dl. The ER meter result was 190mg/dl which does not reflect any serious injury. They were not treated at the hospital. During troubleshooting, it was discovered that their testing technique was incorrect. They wwere walked through two control solution tests, which both failed outside the range. However, the check strip test passed on the meter. The test strips were not expired and were in good condition and the control solution solution was opened less than the discard date. Therefore this case is reported as a malfunction due to the two control solution test failing. No further clinical information was reported.